Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit was received with normal operating currents and no unexpected low battery alarm or failed battery test alarm noted. Power loss alarm, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the insulin pump alarmed replace battery alarm, replace battery now alarm and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Unit was received with cracked select button keypad overlay, minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that device had battery issues. Customer's blood glucose was unknown. Device did not alarm low battery alarm prior to a replace battery now alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.